Manufacturer narrative:
(B)(4). As of today, no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable lead trigger a lead safety switch (lss) for impedances greater than 2000 ohms. The system was thought to have a connection issue. The patient was subsequently seen for a revision procedure where a connection issue was identified. The lead was removed from and then reconnected to the device with resolution to the clinical observation. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4).